Manufacturer narrative:
Qc was in range before the event. Several alarms occurred, sample clot detection, sample short, and sample foam detection, which can be consistent with a general sample quality issue. Two service visits occurred, at both the field service engineer (fse) checked the system and could not determine a problem. The fse ran instrument check tests, which all passed, and also ran calibration and qc, all results were passing. The investigation was unable to determine a direct root cause.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t gen 5 results from the cobas e 801 analytical unit for 1 patient. On (B)(6) 2025, the original sample result was 21.2 ng/l. A second sample was drawn and gave a result of 6 ng/l with a data flag. Due to the result from the second sample, the customer repeated the original sample on (B)(6) 2025 and the result was 11.0 ng/l. The initial result of 21.2 ng/l was deemed to be correct. Results for an additional sample ID were provided. The initial result was 21 ng/l, and the repeat was 9.39 ng/l. The customer was unable to confirm if this sample was from the same sample draw as the original.